Event description:
Philips received a complaint from the customer, reporting the oxygen (o2) manifold on the v60 ventilator was leaking air. The device was not in clinical use. There was no report of harm or other patient impact. The user disconnected the device from the o2 tank and confirmed the v60 was fully functional disconnected from tank o2. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) evaluated the issue and confirmed the o2 tank emptied while the unit was turned off. The bme determined the issue was due to the manifold leaking. The rse advised the bme to replace the o2 transport cart kit (or manifold).

Manufacturer narrative:
H10: multiple attempts were made on 18mar2024, 25mar2024 and 01apr2024 to try to obtain further information about this case, but no response was received from the customer. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.